Event description:
Health professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2020 with lot number 3377383. Visual analysis of the returned device identified weight to the spec, opening, brown particles, crease fold. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: - a striated edge opening on radius side assessed as surgical damage. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. The device has been explanted.